Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an interventional procedure using a 20/30 indeflator after stent implantation, it was noted that the handle detached from the locking mechanism during the first balloon deflation. The indeflator was changed to a different 20/30 indeflator and the procedure was completed without any issue. The stent balloon was successfully deflated without adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.